Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged. Egms showed both atrial and ventricular signals on the atrial lead and fluoroscopy confirmed lead dislodgement. The lead was capped and replaced on (B)(6) 2017. The patient did not experience adverse event due to dislodgement and was in stable condition post procedure.